Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lung volume reduction procedure, on the fourth firing, the scrub tech placed a used cartridge in the device and tried to fire; however, the device locked out and the knife blade could not reverse. The manual override had to be used after another battery was tried in the device. The blade would not reverse. Another device was used to complete the procedure. No adverse consequences reported. The device was discarded.